Event description:
It was reported the procedure was to treat the left internal carotid artery. Resistance was felt during retraction of the filter wire which resulted in separation of the filter in the carotid artery. The separated filter was crushed to the vessel wall by deploying a stent. The procedure ended at this point in time. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.